Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device lost its grip and a fragment appeared to be missing. An additional x-ray was taken and the fragment was found on the x-ray. But it was not possible to retrieve the broken part. Due to a fragment remained in situ this case is deemed reportable.